Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored a signal artifact monitor (sam) episode due to noise on june 14, 2023. It was noted the device was implanted at a change out procedure on (B)(6) 2023. The sam episode indicated the associated right ventricular (rv) lead exhibited a high, out-of-range pacing impedance of greater than 3000 ohms and a high, out-of-range shock impedance measurement of greater than 200 ohms. It was suspected that the patient had undergone a procedure where the device was removed from the pocket. The minute ventilation (mv) sensor was disabled due to sam; however, the current programming was mv passive so it was likely reprogrammed immediately after the episode. The sam episode was found during a review of the patient's most recent remote interrogation. The sam episode was not present on the remote transmission from (B)(6) 2023. At this time, available information indicates the device and rv lead remain implanted and in service. No additional adverse patient effects were reported. A request was made for additional information about why the patient underwent a procedure five days after the device was implanted. Additional information: a good faith effort was submitted to the field to obtain additional details regarding the reported issues. The field representative indicated that in june 2023, the patient underwent surgical intervention due to developing a hematoma, which required the pocket to be evacuated. During this procedure, the device was removed from the pocket and turned off, which is the reason for the reported issues. This device and the related lead remain implanted and in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored a signal artifact monitor (sam) episode due to noise on (B)(6) 2023. It was noted the device was implanted at a change out procedure on (B)(6) 2023. The sam episode indicated the associated right ventricular (rv) lead exhibited a high, out-of-range pacing impedance of greater than 3000 ohms and a high, out-of-range shock impedance measurement of greater than 200 ohms. It was suspected that the patient had undergone a procedure where the device was removed from the pocket. The minute ventilation (mv) sensor was disabled due to sam; however, the current programming was mv passive so it was likely reprogrammed immediately after the episode. The sam episode was found during a review of the patient's most recent remote interrogation. The sam episode was not present on the remote transmission from (B)(6) 2023. At this time, available information indicates the device and rv lead remain implanted and in service. No additional adverse patient effects were reported. A request was made for additional information about why the patient underwent a procedure five days after the device was implanted. Additional information: a good faith effort was submitted to the field to obtain additional details regarding the reported issues. The field representative indicated that in (B)(6) 2023, the patient underwent surgical intervention due to developing a hematoma, which required the pocket to be evacuated. During this procedure, the device was removed from the pocket and turned off, which is the reason for the reported issues. This device and the related lead remain implanted and in service.

Manufacturer narrative:
This additional report is being submitted to indicate that section b1 adverse event/product problem has been amended to 'adverse event' as there was no product performance issue with the device. Additionally, section h6 evaluation conclusion code has been amended to 'no problem detected.' As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.